Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver dilaudid. The indication for use was non-malignant pain. It was noted that the patient has pre-existing conditions of kidney failure and heart failure. The patient was born with one kidney that never worked well. On (B)(6) 2016 the consumer reported that their bump came back. On (B)(6) 2016 the pump was refilled and there was no bump, but by (B)(6) 2016 the bump came up and had been slowly getting bigger. The consumer called their healthcare professional (hcp) on (B)(6) 2016 but could not get an appointment until (B)(6) 2016. The patient's legs had been hurting and they did not feel like they had been getting the medication. They are worried the catheter is not connected again, like when she had the last revision. On (B)(6) 2016 additional information was reported by the company representative. An x-ray was done and it confirmed that the catheter connector is not on the pump. The pump was set to min rate. The patient had experienced increased pain. It was noted that on (B)(6) 2016 the pump would be moved to the opposite side as the hcp feels the current pocket is too large. Further follow up was done to determine the location of the seroma and the cause of the catheter disconnection.